Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Verification of failure mode reported was conducted in the current manufacturing process. The cuff from 100 samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Revision of d005116 rev 01 was performed and the failure mode is already included. No update required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect, and determine the root cause. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "tracheal cuff cannot be blocked". Alleged issue reported as occurring during use. Customer reported a new device was obtained for use. It was reported there was no harm or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Visual examination of the returned et tube revealed that the sample appeared typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Upon injection of air, the white balloon cuff was unable to inflate but the pilot balloon was able to fully inflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then reattached to the blue and white pilot balloons to deflate the balloons. All balloons that were inflated were able to completely deflate. The et tube was submerged underwater and an attempt to inflate was made in order to detect any leaks. Upon injection of air, no leaks were detected in either the white or blue inflation lines. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, there appeared to be a blockage at the distal end of the pilot balloon. The sample was sent to the manufacturing site for further evaluation. Upon further evaluation, it was confirmed that there is a blockage in the white balloon inflation line. A non-conformance has previously been opened to further investigate this complaint issue. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "tracheal cuff cannot be inflated" was confirmed based upon the sample received. The blue balloons were able to properly inflate and deflate. However, the white balloon cuff was unable to inflate properly. Upon functional testing, it was found that there was a blockage in the white balloon inflation line. The blockage occurred at the distal end of the pilot balloon. The sample was sent to the manufacturing site for further evaluation and it was confirmed that there was a blockage in the white balloon inflation line. The root cause of this issue is manufacturing related. A non-conformance has previously been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges "tracheal cuff cannot be blocked". Alleged issue reported as occurring during use. Customer reported a new device was obtained for use. It was reported there was no harm or injury to the patient. Patient condition reported as "fine".